Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported a rash under the front and rear therapy electrode pads. He reported that the rash on his back was better but the front rash was dry and scaly. The patient reported that his doctor prescribed him an ointment and instructed him to remove the lifevest to allow the rash to heal. During a follow-up the patient reported that the rash was improving. There was no alleged device malfunction.